Event description:
It was reported that the patient experienced muscle stimulation in the shoulder that correlated to his heart beat. The ventricular polarity was changed to the bipolar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.